Event description:
It was reported that the patient presented with the preoperative diagnosis of lumbar instability and underwent surgery which consisted of left iliac crest bone marrow aspirate; l5 laminectomy; bilateral l4-5 and l5-s1 foraminotomies; l4-s1 posterior segmental instrumentation; and l4-s1 posterolateral fusion with morselized autograft and bone marrow aspirate. Per the operative report ¿¿.we then tapped each hole and placed screws. We then decorticated transverse processes from l4-s1 until bleeding bone was encountered. We then placed the rods which were curved specifically for the polyaxial screw heads and then placed set screws and torqued into manufacturer's specifications¿.¿ no complications were noted. Three months post-op the patient presented decreased rom and per the doctor¿s notes ¿x-rays show that while there has been some bone growth, it is not as good as it should be¿¿ four months post-op the patient presented significant back pain and spasm. Six months post-op the patient complained of back pain and decreased rom. Twenty-seven weeks post-op the patient presented persistent back pain and had a lumbar spine CT performed which demonstrated ¿¿.no convincing findings to indicate bony fusion; multi-level degenerative disc disease. Minimally increased l3/l4 disc bulge¿.mild foraminal narrowing¿¿ thirty-two weeks post-op the patient presented with severe progressive back pain status post posterior lumbar fusion with diagnosis of non-union. The patient underwent additional surgery.

Manufacturer narrative:
Screws (implant (B)(6) 2010, explant (B)(6) 2011). (B)(4): neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.